Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Based on the results of the investigation, olympus confirmed foreign material came out of the device. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited damage on k-pipe and residual liquid on distal end. There was no patient involvement.